Event description:
Pt for same day surgery under general anesthesia for left total ethmoidectomy, left frontal sinusotomy, endoscopic, and right endoscopic anterior ethmoidectomy. End of or table collapsed. Pt held in neutral position by staff and transferred to stretcher via roller.